Event description:
During a new patient implant high lead impedance was observed. The livanova representative who covered the case noted that the lead pin was reinserted multiple times, flushing of the lead pin receptacle and irrigation of the patient's nerve. A generator diagnostic was performed with a test resistor, and the impedance value was ok, 4040 ohms, ruling out a generator issue. It was then reported that a second lead was implanted and the impedance was within normal limits. The suspect lead that showed high impedance was discarded. Additional information received noting that the suspect lead was discarded after diagnostic testing with the test resistor was performed on the generator. There were no visible damage or excessive forces used on the lead. It was reported that the patient was 2.5 years old and had a smaller nerve tissue anatomy. As it was suspected that there was a defect with the lead, it was removed and a new one was placed which yielded normal impedance. No other relevant information has been received to date.